Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was not performing the proper air removal techniques. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 60-69 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl: cause was unknown. Customer drank apple juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.